Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via patient¿s remote monitoring system that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance measurements. Boston scientific technical services (ts) discussed possible reasons this observation occurred as well as troubleshooting measures. Isometrics were performed and some of the positions displayed oor impedance measurements. No commanded shocks were performed. Additional information was obtained indicating that fluoroscopy was performed and the cause was not conclusively determined. Lead fracture was suspected. The device was intentionally programmed off due to rv lead issue and the patient was sent home with a life vest. A lead revision will be performed in the future. The system remains in service. No adverse patient effects were reported.

Event description:
Subsequent information received that oversensing was observed on the rv lead. No pacing inhibition, inappropriate therapy, or patient symptoms were reported. Additional information obtained indicated that damage to the lead insulation or fracture was suspected. Further, the physician suspected that the lead suffered a clavicular crush. The lead was explanted and replaced. The device was replaced due to normal battery depletion. No additional adverse patient effects were reported.